Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (not having adequate visual access).

Event description:
An endurant stent graft system consisting of an was implanted into a patient for the treatment of a 6.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck is 23-25 mm in diameter, the length is 15 mm, and mild calcification or tortuosity. It was reported that the physician inadvertently implanted the bifurcated stent graft lower then intended due to exact location of renal artery take off was unable to be identified with x-ray equipment. There is a proximal type I endoleak present. The physician implanted an endurant aortic cuff 32x32x49 was implanted at the right renal artery, the proximal type I endoleak was resolved however the aortic cuff was partially covering the renal artery. No additional clinical sequelae were reported and the patient is fine.